Event description:
It was reported that a couple of days after the implant, this right atrial (ra) lead exhibited a loss of capture; it was suspected that a dislodgement occurred. The lead was repositioned and remains in service. No additional adverse patient effects were reported.